Event description:
It was reported that during a gastrectomy procedure, the tissue pad was partially detached after a few actuations. As the device was needed to be cleaned, it was wiped and rinsed. The tissue pad was missing during cleaning. The tissue pad did not fall into the pt. The tissue pad was located. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.